Event description:
It was reported that a patient using the ilet experienced fluctuating glucose levels with both hypoglycemia at 40 mg/dl and hyperglycemia at 400 mg/dl and had been overtreating lows and using meal announcements to correct highs; the patient consumed snacks and oral glucose, after which the case was transferred to clinical management for training and optimization by customer care. Investigation of this case revealed that the pattern of overtreatment of lows and corrective meal announcements likely contributed to glycemic variability; no device malfunction was reported, and the device and emergency treatments functioned as expected. Symptoms included loss of consciousness and confusion following recovery. Outcomes included an urgent low glucose and subsequently lost consciousness and was treated at home with a glucagon emergency kit without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear and most consistent with user-related factors contributing to hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.